Event description:
During a colonoscopy, the pt complained of tingling at the pt plate site. A light red mark approx two inches in diameter was noted on the pt's thigh. The only treatment required was an application of ointment. According to the reporter, the discoloration disappeared the next day.